Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported she experienced high blood glucose of 500 mg/dl and would treat with manual injection. Customer stated that the insulin pump had alarmed no delivery due to the tubing being kinked but the alarm was recurring after changing the infusion set. Troubleshooting was done and customer was able to prime after disconnecting and reconnecting the reservoir and tubing. Customer was advised the insulin pump is working as designed and the alarm was caused by a set/reservoir occlusion. Customer sent an email the next day to communicate that she was able to treat with manual injection and blood glucose level was stable after a few hours.